Event description:
It was reported that during the implant procedure, the fixation mechanism did not work after trying several times. The lead was atte mpted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analysis noted the helix was able to be extended /retracted and extension/retraction turns are within specification.